Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the insulin pump may have recently been exposed to sweat. Blood glucose level was 57 mg/dl at the time of the call. No further information ws provided.